Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an unexpected power cable disconnected alarm was confirmed with the submitted log file. The log file captured intermittent power cable disconnect alarm events while the system was supported on the 14v batteries/clips. According to the voltage values, the alarm events were not related to power exchanges. A root cause of the power cable disconnected alarm captured in the log file could not be determined during this evaluation. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the system controller (serial # unavailable) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. The reported event of ¿noted breakdown in the bend relief on both sides¿ could not be confirmed through this evaluation. Additional information communicated on 09aug2021 indicated the system controller was exchanged, and no product is returning for an evaluation. Heartmate ii lvas IFU (section 7), heartmate ii patient handbook (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes ¿connect power¿ and system controller fault alarms. System controller fault alarms ¿an internal malfunction or other issue has occurred that requires clinician diagnosis and resolution. To resolve alarm: call your hospital contact as soon as possible for diagnosis and instructions.¿ no external power alarm 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). Low battery hazard alarm 1. Immediately connect to a working power source (power module or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. Low voltage advisory alarm 1. Promptly connect to a working or different power source (power module or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact. Power cable disconnected alarm (¿connect power¿ visual message), which means one of the system controller power cables is disconnected from power. If it is the cable with the black connector, the top light comes on. If it is the cable with the white connector, the center light comes on. In section 3, under power the system, covers making or breaking connection between power sources. In section 2 of both manuals, covers replacing the running system controller with a backup controller. Heartmate ii lvas IFU heartmate ii patient handbook both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the controller was exchanged and that had corrected the alarms. The issue was normal wear and tear.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient's healthcare providers planned to exchange the patient's controller due to frequent power cable disconnected alarms. The patient's batteries and battery clips were reported to be relatively new and cleaned frequently. Technical services recommended replacing the battery clips before exchanging the controller.